Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call partial display on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for partial display was performed. Customer advised the insulin pump was dropped and/or bumped. Customer advised the partial display anomaly persisted after replacing the battery on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments or partial display due to cracked and bleeding lcd glass. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.